Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2014 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under the down arrow and contrast button contacts. A battery cap was not returned with the pump; a test cap was used to complete investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.